Manufacturer narrative:
Update to b5 and d6b. Surgery took place.

Event description:
Surgery was undertaken on (B)(6) 2026 where the ipg was explanted and a new one implanted to resolve the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.